Manufacturer narrative:
This incident occurred in another country. At this time, the MFR is trying to obtain add'l info on the incident or pt condition. Any subsequent info received on this incident or pt condition will be submitted in a follow-up report. Engineering eval: there was no unusual damage or mfg defects evident on the bipolar explant. It was difficult to evaluate the polyethylene as it was deformed during sterilization. It appeared that it had been autoclaved. Based on the description that a child had sat on the pt's thigh and technical data on the lever-out failure point, it appears that the performance limitations of the device were exceeded.

Event description:
It was reported that a child had sat on the pts thigh. The pt sensed discomfort and it was determine that the bipolar cup had dislocated from the femoral stem.